Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm, but occlusion recurred. System check with tandem system support could not be performed due to customer without supplies. Customer's blood glucose was 400 mg/dl. Customer reverted to manual insulin therapy.